Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that all sensors from one box was malfunctioning. Customer was not able to calibrate and when attempting to calibrate, customer received a change sensor alarm. Customer's blood glucose was 40 mg/dl, which was treated with food. Customer declined troubleshooting for low blood glucose. Customer also reported that a couple of weeks prior to call, blood glucose was 500 mg/dl due to a stomach virus. Customer attempted to treat but was not successful due to being very ill. Customer declined troubleshooting for high blood glucose.